Event description:
Reporter alleged obtaining a discrepant blood glucose result of 469 mg/dl back to back with a result of 167 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. Reporter stated that she took insulin based on the 167 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.